Manufacturer narrative:
Device passed rewind test, displacement test and self test. Device motor function properly and no rewind loud noise anomaly noted. No cosmetic damage during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 512 mg/dl. Customer was declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.